Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 180 mg/dl. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer to complete troubleshooting, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.